Event description:
It was reported that during an unknown procedure, the staples were malformed after the 1st firing. Changed to another reload unit but still had the same problem. Changed to a new device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged articulation bands. The analysis results found that one 6tb45 was received instead of an atw45. The device was returned with the left articulation band damaged and with no reload present on the device. The returned device was tested for functionality with three tests reloads and it was fired in the three articulated positions; the device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.